Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they were having problems because their controller will not turn on for them to charge their ins. They stated that in the middle of the night the ins died. The patient stated that they did not have the wall charger with them as it was at their home. They stated that they took the battery pack out and put regular batteries inside. Once they did that the controller turned on. Patient services reviewed that they could not charge the ins with regular batteries in the controller. No troubleshooting could be done as the caller did not have all the equipment with them. It was reviewed that once the patient gets home to try and charge the controller from the wall and if that does not work then they should call back. No symptoms were mentioned. It was reported that the ins died and the controller was not powering on with the battery pack on (B)(6) 2018. No further complications were reported/anticipated.